Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that while the spinal cord stimulation (scs) system was implanted, manufacturer representatives (reps) adjusted the scs to try to get better coverage for their pain; the stimulation was never adjusted to reach the area causing the pain. The patient also reported that the scs device caused a shocking sensation that went down the patient¿s right leg and it never helped with their pain. Circumstances that led to the issues were noted as changes to device programming; many settings were tried but nothing helped and the patient felt better with it turned off. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the patient had previous issues with spinal cord stimulation (scs) devices. There were no further complications reported or anticipated.